Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the reported issue and replaced the display panel of the device. The device was calibrated and tested, passing to manufacturer specifications. The suspect component has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touchscreen is distorted "like it has water in it". The customer reported that this was identified immediately upon start up of the device and that there is no patient involvement.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. There is visible fluid ingress. This issue will be internally investigated within vyaire.